Manufacturer narrative:
This device was used for treatment and not diagnosis. The product developement evaluation was performed and revealed one periarticular insertion handle for 4.5mm locking compression plate prox tibia pl-lt (part 03.120.005) was received for evaluation with complaint category of broke. Approximately the first 3mm of the threaded hole is stripped. The black anodize layer is severely worn at the area of damage, which indicates that the damage was caused post-manufacturing, possibly by cross threading or applying force onto the thread while the counter part was not fully screwed in. The design is adequate for its intended use and did not contribute to this complaint. This is the only complaint for this insertion handle in the entire us complaint history with complaint category broke and approximately 349 have been distributed in the us since release which results in an estimated us complaint rate of 0.29 percent based on sales. This is a multiple use device so the actual complaint rate based on usage would be significantly lower. An estimated complaint rate based on usage can be derived by conservatively estimating that each sold device has been used at least 3 times which results in an complaint occurrence rate of 0.09 percent which is within the rate estimated in the risk analysis. This complaint was most likely caused by over torquing of the nut which damaged the thread form or possibly by cross threading or applying force onto the thread while the counter part was not fully screwed in. Therefore, this complaint is invalid from a design perspective. The design is adequate for its intended use and did not contribute to this complaint. Therefore, this complaint is invalid from a design perspective. Placeholder.

Event description:
It was reported that during table prep before surgery, the surgeons assistant torqued the nut of the aiming arm and the receiving end of the screw mechanism snapped. There was no patient injury. No patient information was available. Surgery was not delayed and there was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
This device is an instrument and is not implanted or explanted not previously reported. Date received by manufacturer-11/6/13. Manufacturing evaluation was completed. The product condition was received as first 3mm of the m6 thread in the hole of the upper sleeve are stripped. Report concluded the thread is not functional anymore. The relevant dimensions of the thread cannot be checked because the first 3mm are stripped and as the thread at the proximal end after this is damage (deformed). Its clearly visible that the black anodization layer is completely worn out at the deformity, which indicates that the damage was caused post-manufacturing, possibly by cross threading or applying force onto the thread while the counter part was not fully screwed in. The subject device has been received and is currently in the evaluation process. Investigation is ongoing.